Event description:
The pt received pvp (photoselective vaporization of the prostate) treatment on (B)(6) 2011. It was reported that the pt noticed a slowing down of his urine flow and a sensation of incomplete bladder emptying. The pt was diagnosed with moderate bladder neck contracture based on uroflow and bladder scan. The pt was admitted to hospital on (B)(6) 2012 and underwent bladder neck incision (bni) urethrotomy on (B)(6) 2012 for treatment of the contracture. The pt was discharged from hospital on (B)(6) 2012 following the revision procedure and it was reported that the bladder neck stricture was resolved as of (B)(6) 2012. The MFR is filing this report due to the surgical intervention performed.

Manufacturer narrative:
The MFR labeling lists bladder neck contracture as a potential surgical complication and risk.